Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise along with high out of range pace lead impedance greater than 2,000 ohms and increased pacing threshold but no loss of therapy noted. Subsequently, the physician suspected that this lead was crushed but was unable to visualize under fluoroscopy. Further, high out of range pace lead impedance was confirmed through pacing system analyzer (psa) and connections were checked. The ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.